Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 2.5 ml of insulin during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.